Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the ultrabutton quad fixation suture broke while trying to pull inside the tunnel. The whole graft along with the implant was taken out and then the implant was removed. The procedure was completed using a screw to fix the graft. It was necessary to drill an additional bone hole, therefore, a void was left in the patient. There was a delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of polyester specifications found that each shipment of material must be accompanied by the manufacturer's certificate of conformance (c of c) and lot inspection report in compliance with smith & nephew procedure. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.